Event description:
Information received from the field notes that the patient was checked post elective cardioversion. Defibrillation pads were used in an anterior/posterior position. The device could not be interrogated and two attempts to perform a software download were unsuccessful. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received